Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain via a manufacturer representative (rep). It was reported that the ins was being replaced in a month due to the patient having difficulties charging. The patient had not used stimulation in over a month. They decided to charge it and the ins was found to be overdischarged but also the desktop charger (dtc) connector pin was broken. The rep believed this led to the difficulty charging. A replacement dtc was sent. The ins was not communicating and the patient was not feeling stimulation. Their last recharge session was approximately one month ago. The rep tried antenna locate approximately ten times and got the ins to respond so they were able to charge the ins with the recharger. Additional information from the rep provided the patient¿s weight at the time and they confirmed that the replacement dtc resolved the ins charging issue. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.